Event description:
Date notified: 12/11/2006 a model 754 ventilator emitted a burning odor and show signs of smoke. An inspection of the device revealed two shorted intergrated circuits. The intergrated circuits were replaced, the device was tested to specs and returned to the customer. No pt was involved at the time of the device failure.